Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported this was an arteriotomy closure of the calcified common femoral artery using the pre-close technique via a 4f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the sutures of one prostyle device were successfully pre-placed. The sheath was upsized to a 14f. The tavi procedure was completed. Hemostasis was attempted to be achieved with the sutures of the one pre-placed prostyle device along with a non-abbott closure device. As hemostasis was still not achieved, another non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.